Manufacturer narrative:
Failure analysis revealed that no unexpected off no power alarm or low battery indicator alarm noted. All the operating currents were within specification. Off no power alarm did function properly and passed the self test. No unexpected blank display noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported that his insulin pump would shut off without warning even after changing batteries. Customer's blood glucose was 140 mg/dl. After troubleshooting for blank display, customer stated that he did not feel comfortable with insulin pump. Customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.